Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that insulin pump fell on the floor due to loose belt clip causing screen display to bleed. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The insulin pump has cracked case at the display window corners, cracked battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.